Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached 544 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, elevated blood pressure, increased thirst, and increased urination. The patient was treated with IV fluids and an insulin drip. The patient was released the following day. The patient reported she was wearing a pod she had from (B)(6) 2023 during the event. This is considered off label use of the product as it is over 72 hours of use.